Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, the physician tested the lead and the helix did not come out, he has turned the pin 20 times. The physician tried this procedure 4 times with the same result. The lead was not implanted. No patient complications have been reported as a result of this event.